Event description:
The customer reported that a pt was transferred from the cath lab to ICU with a morphine and midazolam infusion (100 mgs in 100 mls normal saline) running at 4 mgs/hr. The infusion was initially started in ed at 2 mgs/hr. On arrival to the ICU, the staff removed the infusion set administering morphine/midazolam from the pump as they needed their pump back. When the ICU staff returned with a new pump, they noted that the infusion bag that was previously 3/4 full on arrival was now empty. The clinician stated that "design of giving set is such that when it is removed from (B)(4), it is in the occluded position; however, it is routine practice to ensure roller clamp is also occluded. In the rush to change equipment over, this was missed. Infusion ran through with pt receiving approx 50 mg morphine and 50 mg midazolam. Pt became more hypotensive and required aramine bolus and commenced adrenaline infusion. Adrenaline infusion required for 4 hours post incident and then ceased. Due to pt's presenting clinical condition, sedation and inotropic support was required as routine management." The above info was first reported against the administration set (please refer to MFR report 9616066-2013-00086). On (B)(6) 2013, the local affiliate first mentioned two pumps with broken sear. Further clarification was received on the (B)(6) 2013 from the local affiliate to advise that these two pumps were in quarantined for repair; however, a nurse found one of them and used it. They were unable to confirm which of the two pumps was the one involved in the incident.

Manufacturer narrative:
(B)(4). Both pumps were received for investigation. A visual inspection identified that the door sears were missing on device 1 and on device 2 channel a. They were present but damaged on device 2 channel b. As a result of this, all the three channels were found not to be operating as intended. During testing, they failed to clamp the admin set upon door opening. Rate accuracy testing was performed in controlled conditions and results showed correct operation of the system both for device 1 and for device 2 channel a. It was not possible to test channel b due to an error message indicating a missing motor synchronisation signals; the error does not appear to be related to the reported issue. Although it is not possible to determine definitively from the investigation, it is likely that considering the sears damage highlighted above) the safety clamp was not automatically put in the closed position when the admin set was removed from the device. If the roller clamp had not been closed (as confirmed by the customer), this may have resulted in an uncontrolled flow condition.